Event description:
It was reported that the ilet displayed alert 60 indicating a bluetooth communications error, repeatedly prompted for restart, and failed to resolve after multiple restarts; a replacement ilet was arranged and user education was provided, while the user was advised to continue cgm monitoring with dexcom and to shut down the device to avoid further alerts. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding the device component, and the medical device problem characterized as insufficient information related to the bluetooth communications issue. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.